Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to moisture adhering to the electrical contacts of the video connector of the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The territory manager reported to olympus, the evis exera iii video system center received a b30 and e216 scope communication error with scopes. There were no reports of patient harm.

Manufacturer narrative:
The processor was not returned to olympus for evaluation. The scopes had moisture which was the issue, and it was returned for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.